Event description:
It was reported that the dilatation catheter had a pinhole rupture, below rated burst pressure (rbp). A perforation was subsequently observed, and a stent was deployed to treat the perforation. The pt was reported to be doing well at the completion of the procedure.